Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Based on the result of the device evaluation, it was determined the electronic circuit was destroyed and the image was not observed due a damaged cable; moisture likely entered the cable due to an external force, during reprocessing or during storage with other equipment. The legal manufacturer deemed it likely that the coupler was stiff due to the spring of the coupler was rusted due to aging or insufficient reprocessing.

Manufacturer narrative:
The device was returned to olympus and evaluated. The user reported problem of "camera does not work" was unable to be duplicated and a root cause could not be determined for the user reported problem. During the evaluation, it was determined the cable failed the leak test due to a puncture on the cable and the coupler was stiff due to rust on the spring.

Event description:
A user facility reported to olympus that the camera did not function. There was no patient injury or harm, associated with the problem, reported to olympus.